Event description:
Customer reportedly received results of 245 mg/dl, 173 mg/dl, 126 mg/dl, 159 mg/dl, and 134 mg/dl within 6 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.